Event description:
A customer contacted baxter's technical service center for assistance. The home patient's mother noted a hole in the top the patient line of the homechoice set. No patient injury or medical intervention was indicated at the time of the initial report.